Event description:
Pt with an automatic implantable cardioverter defibrillator (aicd) received shocks while in sinus rhythm. The physician performed an invasive procedure to evaluate the system and found a fracture on one of the rate sensing leads. The pt haas two rate sensing leads same model no. The leads were capped and replaced with a transvenous lead.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.